Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see associated reports: 0001825034 - 2018 - 01495. Report source- foreign. The event occurred in (B)(6). This report is being submitted late as it has been identified in remediation. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no furth ER action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
Clinical study 518 reports that patient underwent right hip replacement on (B)(6) 2015. The patient experienced a post-operative complication on (B)(6) 2016, with groin pain located at the right sias, and along the gracilis muscle. Treated with medication. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products: 192011, echo por fmrl nc 11x135mm, 667000; 650-1161, delta cer fem hd 32/+3mm t1, 2015010971; 110003619, biolox delta cer lnr 32mm f, 3408970.

Event description:
It was reported that the patient underwent a right hip replacement. The patient experienced a post-operative complication with groin pain located at the right sias and along the graciliis muscle. The patient was treated with a medication stronger than aspirin. Attempts have been made and additional information on the reported event is unavailable.